Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received inappropriate anti-tachycardia pacing (atp) and a shock. The field was speculating that oversensing of noise observed on the shock channel may have contributed to the delivered of such therapy. High right atrial pacing impedances of up to 1800 ohms were also observed, however no values were reported to be out of range. The ICD remains in service and no adverse patient effects were reported.